Event description:
It was reported that, this pt fell down from his bicycle. After this incident, he could no longer hear with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that, the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006. Reimplantation plans have not been reported to cochlear.